Event description:
It was reported that the patient was admitted to the hospital a week prior with tachycardia with heart rate around 130 bpm. The cardiologists did not find a definitive cause. The hospital contacted the vns physician because they want to rule out vns. The vns physician interrogated the device and reported that all looked fine with vns. It was reported that the patient¿s device is not programmed to high settings. The physician reported on (B)(6) 2014 that the patient was admitted to the hospital for seizures. She reported that there was no change in the patient¿s seizure pattern, frequency, or intensity. However, she had recently begun experiencing tachycardia which the physician did not believe was vns related. However, she was going to turn off the device to rule it out. Good faith attempts for additional relevant information have been unsuccessful to date.